Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with their general practitioner on (B)(6) 2026 with an infection that developed at the infusion site (right leg) while wearing the pod. The patient¿s parent reported that the patient had experienced hard lumps forming at the infusion sites of multiple pods, they believed it was insulin collecting under the skin and two of these incidents resulted in infections. The patient¿s parent reported that when the pod was removed, the site appeared red and has purulent discharge. The patient was treated with unspecified oral antibiotics.